Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the bevel edge; the glass cap distal part is detached and not returned; the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, with 223,868 joules used and 44 minutes expended, side-firing fiber damage at tip was noted. The fiber was cleaned during the procedure. The procedure was completed with a second fiber with 341,189 joules used. Patient outcome: ok. No injury reported.